Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device stopped showing the ECG waveform or powered off during call/red x with chirp. Additional information has been requested to clarify the reported issue. The patient involved was reported to have not experienced harm or adverse patient impact. The users were able to obtain another device to continue monitoring the patient.